Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the pump would not hold pressure was confirmed. It was found the main pcb required replacement so as to correct the reported failure. However the service was declined and the device was placed into long-term hold due to unavailability of spare parts for repair. The defective main pcb can be identified as the root cause of the reported failure. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformance related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the pump would not hold pressure. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.